Event description:
Procedure: lap cholecystectomy. Reportedly, the tissue was placed in the pouch and the user tried to pull the gold ring. It stuck in the middle and could not be pulled out. A similar device was used to complete the procedure. There were no reported adverse affects to the patient. Note:during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.

Manufacturer narrative:
The device was returned without the bag. A detailed analysis could not be performed without the complete device. The reported condition could not be reliably determined.